Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an acl reconstruction, a femoral perforation of 8.5 x 25mm was performed, graft and nitinol guide were passed and a screw biosure regenesorb 7mm x 20mm was passed, when it started to be screwed, a sound was heard and it was observed that it was broken. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device and a change in the surgical technique. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The device was returned with the distal end fractured away. There is biological debris on the returned device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5. H11: corrected information in h6 (health effect - impact code).

Event description:
It was reported that during an acl reconstruction, a femoral perforation of 7mm with a 7mm x 25mm drill bit was performed. It was verified that there was no residue inside the tunnel in order to introduce the graft and then the screw. The graft and nitinol guide were passed and a screw biosure regenesorb 7mm x 20 mm was passed. When it started to be screwed, a sound was heard and it was observed that the screw was broken. The screw fragments were completely removed from the patient with grasper forceps. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device and a tap. No further complications were reported.